Manufacturer narrative:
The device was received for evaluation in an unopened pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A loose pull ring cap inside of an unopened pouch was identified during visual inspection. The sample did not meet specification. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, a loose pull ring cap was found inside of the unopened pouch. No additional information is available.